Event description:
Additionally, healthcare professional reported "hole in valve" and "particles in valve." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, a curved opening on anterior, and brown particles in fill channel. Leak test and microscopic analysis was performed which identified: a sharp opening on plug strap bond edge. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on plug strap bond edge (anterior) assessed as an unidentified (tear) opening. Observed brown particles in fill channel (valve), however, is not consider as workmanship due to the device was not received in the original sealed packaging.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.